Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, component code investigation findings, investigation conclusion), h11. Corrected field: d1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the manifold, drive and pcb,iabp main board to resolve the issue. Equipment suitable for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿manifold drive and pcb,iabp main board. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was (discarded, cannot be returned due to customer policy, etc).

Event description:
N/a

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) had unknown fault code error. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.